Event description:
It was reported that a malfunction alarm occurred with the code malf 0 ¿ 0x277d. Customer's blood glucose was 237.6 mg/dl. The customer was assisted by technical support in resetting the pump, and no further issues were observed.